Event description:
It was reported that the patient presented in clinic for follow-up. It was found that the implantable cardioverter defibrillator exhibited no radiofrequency telemetry. No intervention was performed. Patient condition was stable.